Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated since 5pm the day of the call (408 mg/dl). A manual injection was delivered to address bg level. The customer stated the cause of their elevated bg level was unknown. In addition, the pump battery depleted from 65% to 2% in one day. The customer also reported a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received

Manufacturer narrative:
High bg -effect to patient cannot be confirmed through a log review or duplication testing.